Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that their blood glucose levels reached 500 mg/dl. The customer stated they felt nausea and dry mouth along with headaches. The customer treated their blood glucose levels with a bolus. The customer declined checking the settings on their insulin pump. The customer is not insisting on an insulin pump replacement so the product was not retuned for analysis.